Manufacturer narrative:
Customer did not provide serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a 9065 wireless module battery overheated and melted. The customer indicated that the battery in question had previously been installed in a wireless module and was in an MRI incubator for 30 minutes. The battery was removed and placed on a desk and 40 minutes began smoking and melted. There was no reported patient impact.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.